Event description:
In (B)(6) 2022, a perceval valve size 25 was implanted in a patient. As reported, the patient died suddenly (unknown date and reason). The CT that was taken showed that valve was calcified. No further information is available at this time.

Manufacturer narrative:
H3 other text : no indication of device explant.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information was provided. Since the device was not returned to the manufacturer (unknown disposition), and device serial # not identified no investigation is possible at this time. Based on the available information, the root cause of the reported event cannot be definitively stated. Considering that it was mentioned that the valve was calcified, it is possible that the event was caused by structural valve deterioration. However, since no further investigation on the device can be performed, the root cause remains unknown. Should further information be received in the future, a follow up report will be provided.